Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. Moreover, water has been found in air gas module. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported ventilator was investigated on-site by the distributor's field service engineer (fse). More information about contact information has been requested.